Manufacturer narrative:
Additional information - this emdr is being submitted to include the below: h6 - investigation results under imdrf cause investigation code, imdrf investigation findings, imdrf cause conclusions h10: investigation summary correction (g1) - contact office address: (B)(6). Batch record review: lot 1b04237 was manufactured on 03/01/2021, in the convex 2 pc manufacturing line with a total of 3,456 mkus. Complaint investigator ID 6055 performed a batch record review on 11/29/2021, to verify if all the applicable procedures were followed and no issues were found, all the components for assembly were correct per bom and all the tooling information documented was also correct, sap material ID (B)(4) and manufacturing order 1562821. No discrepancies related to the issue reported were found. Returned sample evaluation: four (4) photos were received confirming the issue reported. No unused return samples were expected. Conclusion summary of the related event: after understanding the process, a brainstorming tool was used to determine all the possible causes of the problem; the cause & effect diagram was used and as a result there were found seven (7) potential causes identified. One (1) of them were discarded, and six (6) were confirmed and retained as root/probable cause for the failure. Based on the investigation findings, the root causes for wafer decentralized were identified as manpower, method and machine, see the below for details: probable root causes: manpower: 1- procedure (convex 2pc wafer sub assembly machine 2) was not followed by manufacturing personnel while placing the mass on loading pins. 2- manufacturing inspections failed to be executed as applicable. Machine: 3- pistons defective. 4- base thread of k tool loading pin defective. 5- electro-valve damaged. Method: 6- manufacturing inspections failed to be executed as applicable. A corrective action and preventive action plan will be generated to cover the probable causes, take appropriate actions and measure its effectiveness. No additional action is required, and this complaint will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092. Manufacturing site: 9618003.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Device 2 of 20. (B)(4). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
The end user reported that starter hole was off centered in (B)(4) market units received from her supplier. She was upset about the constant leaks. She went through eleven boxes in two months. Her usual wear time was three to five days. She was having to change wafers five times a day. She reported that her mattress was ruined which made her unable to sleep. She also stated that her skin was irritated, blistered and bleeding due to the frequent changing of appliance. She was unable to provide details on blisters and amount of bleeding. She continued to use the product. Photographs depicting the issue were received from the complainant.